Event description:
It was reported by the customer that the device had some error codes in memory that indicate potentially critical failure. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. However, the reported condition could not be duplicated. There were no reboots while testing in both, high and low temperature levels. The system/memory connection was checked, and found no opens or damage.